Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that his implantable neurostimulator (ins) was dead, it didn¿t work, and he was getting the doctor icon on his patient programmer (pp) a couple of months prior to the report. The code that was seen with the doctor icon was unknown. It was noted that the patient had an appointment on (B)(6) 2017; the ins was only supposed to last six years, and the patient believed that the ins needed to be explanted or replaced. No longevity issues or patient symptoms were reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: arachnoiditis and degenerative disc/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.